Event description:
It was reported that a patient presented remotely via merlin. Net, the atrial lead exhibited noise oversensing resulted in an inappropriate mode switch. No intervention or procedure was reported. The patient had no consequences.